Event description:
N/a.

Manufacturer narrative:
The suspected trudi suction, 0-degree (tdns000z) was not returned for evaluation. The customer-provided image was used to confirm product identification. The image was inconclusive of the reported issue since it does not show the trudi navigation system monitor in which would display any error codes/messages received. It was noted that part testing is not required as part of this complaint because there is a corrective and preventative action investigating the root cause of suction devices with failures related to sensor navigation. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that during functional endoscopic sinus surgery, the trudi suction, 0-degree (B)(6) displayed a red error signal once plugged in, after registration. The trudi navigation system indicated a navigated instrument error and to replace device after 10 uses. The device had only been plugged in for 30 seconds. It was subsequently reported that there was a 30-minute delay in the case because the backup 0-degree suction also gave a red error code and couldn¿t be used. Staff had to wait for the third set of suctions to be done sterilizing. It was reported that the patient outcome was unaffected.